Event description:
It was reported via repair work order that the brakes were holding intermittently due to malfunction base channel extension harness. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the brakes were holding intermittently due to malfunction base channel extension harness. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the brakes were holding intermittently due to malfunction base channel extension harness. Supplemental submitted as the investigation concluded that the brakes were unable to engage electronically due to the base structure extension cable malfunctioning. This will result in caregiver annoyance since the brakes were not engaging electronically. Additionally, it is not likely to harm the patient as the brakes can still be controlled through the manual brake pedals on either side of the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.